Manufacturer narrative:
During service, after replacing the I/o printed circuit board, the thermogard console (sn (B)(4) failed calibration. The root cause was due to a defective lm 34 temperature sensor likely due to a defective component. After replacing the lm 34 temperature sensor, the console passed all testing criteria and meets performance specifications.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(6) was evaluated at the japan service site. The reported issue of "during the 'slew rate' testing of the thermogard console, the temperature did not go down completely, and after rebooting the system, the console displayed mid:01 (post watchdog) error message upon powering up" was not confirmed in the event log and during functional testing. Most likely, the root cause of the mid:01 error message was the variation in the tolerance of the components on the I/o printed circuit board interacting with the power supply under certain conditions. The components on the I/o printed circuit board were replaced to handle the tolerance variations. The root cause of the slew rate test failure, showing that the coolant bath temperature failed to reach the commanded low bath temperature, was improper test conditions. The ventilation air ducts were covered, causing the internal operating temperature of the tgxp console to exceed design operating limits, and shutting off the cooling engine compressor. When re-tested the console using standard test methods, the technical service team confirmed that the console operated normally and as intended. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. Review of the event log was performed, and no error messages were recorded. Upon service completion, the console will be further tested to full specification.

Manufacturer narrative:
Zoll has not yet received the thermogard console (sn (B)(4)) for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
During system check, the thermogard console (sn (B)(4)) failed "slew rate" testing and also the temperature did not go down completely. The console was rebooted after testing and displayed mid:01 (post watchdog) error message upon powering up. No patient involvement.